Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation abrasions exposing the outer coil were noted at 7.6 cm to 7.5 cm and 20.2 cm to 20.5 cm. The abrasions were consistent with constant friction with another implantable device. (B)(4). (B)(6).